Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 6 patient incidences occurred regarding pump not infusing the medication. It is not reaching the correct pressure for rapid infusion (280mmhg - 300 mmhg as per the service manual) with or without solution bags. The medication they use is for epidurals continuous and pcea. The drug used is bupivacaine 0.08% (0.8mg per ml)- fentanyl 2 mcg per ml. There was patient involvement and no harm/adverse event reported. A total of six patients were involved; this report is related to patient 5.

Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2026-03450. Please reference file mrn 3012307300-2026-05607 for all details pertinent to this event.